Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the issue was replicated. The device was over delivering. The expulsor was the cause of the issue and will be trimmed or replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Additional information was received indicating that there was no patient involvement. The issue was discovered during post patient testing.

Event description:
Information received a smiths medical cadd solis vip 2120 pump over delivered unknown medication. No patient adverse events reported.